Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the patient received multiple loss of prime alerts on the day of the call. Patient confirmed that cartridge cap was tightening properly, the cartridge was cycled before use, no sudden change of force, and temperature was within the appropriated range. Patient reported that the pump did not reboot without patient input and there was no battery removal or cartridge change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.